Event description:
The lay user/patient contacted lifescan alleging that the product display issue of "damaged display" was unresolved with troubleshooting. There were no allegations of harm or injury.